Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hosp reported that during servicing the power on the t.w. Power supply was not being generated on a continual basis. Biomed checked it out and put it back into use. The hosp did not report any pt effects.